Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information received, it was reported that the guide was used and when it was removed it disassembled, only the handle came out and the tip remained inside the cannula. It did not cause harm to the patient or delays in surgery. It was solved by passing the other red guide that comes in the equipment, it was sent marked within the same equipment for its respective review and change, this is already in the warehouse. The complaint device was not returned after multiple attempts for device return, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. Mre. Should the device ever be received back in the future, this complaint file will be reopened at that time and an evaluation will be performed and documented. Given that lot number provided is not valid, the manufacturing record evaluation (mre) review cannot be performed. If the correct lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an anterior cruciate ligament reconstruction procedure on (B)(6) 2021, it was observed that the bonenail guidewire device disassembled when it was removed that only the handle came out and the tip remained inside the cannula. The procedure was completed by passing the other red guide that came in with the device without delay. There were no adverse patient consequences reported. No additional information was provided.